Manufacturer narrative:
Additional information was obtained from the customer on 24-oct-2024; it was reported that all the readings were obtained on one guide meter, not two meter's which was reported on the initial report.

Event description:
It was reported the patient received the following results within 15 minutes: 530's mg/dl, 400's, mg/dl, and 200's mg/dl, the user reported that the results were obtained on two different guide meters, however they could not recall the exact results. All blood glucose results were obtained with the same vial of test strips.